Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - a3a, d10, h6 (type of investigation, investigation conclusions).

Manufacturer narrative:
Another contact info: (B)(6). Due to characterization limit e1 event site name: (B)(6). A mega 50cc balloon on a cardiosave iabp generated a gas loss alarm during use. The nurse noted the alarm had occurred once before and requested guidance. She had restarted therapy using the help screen and iab fill key but was concerned because the patient was on a third balloon after two previous perforations. Troubleshooting showed the insertion site was axillary, and the introducer brand was unknown. Esp personnel confirmed there was no blood in the helium tubing, all connections were secure, and no kinks were present. Based on the patient's clinical status, the alarm was likely due to movement and the axillary access site. The nurse was advised to call back if the alarm recurred multiple times. She was appreciative of the support. No patient harm was reported.

Event description:
It was reported by the customer through emergency support program that the mega 50cc gas loss alarm on a cardiosave during use. Nurse reported that the alarm had gone once before, and she was inquiring about what to do if it went off again. Nurse did utilize the help screen and the iab fill key to restart therapy but wanted to ensure it was okay because the patient was on his 3rd balloon catheter after having experienced 2 previous perforations. Troubleshooting determined the insertion was axillary and she was unsure of the brand of the introducer in use, off label and off brand disclaimers provided. Esp personnel had karina verify there was no blood in the helium tubing, all connections were secure and appropriate and there were no visible kinks in the line. Esp personnel explained the nature of the alarm and based on the information she gave me regarding the patient¿s hemodynamics and clinical picture, the alarm was potentially caused by movement and the insertion point. Esp personnel encouraged nurse to call me should the alarm go off several times in an hour so that they could troubleshoot together. Nurse was appreciative of the support. No harm or injury to the patient was reported.